Event description:
During treatment of an unruptured cerebral aneurysm, the ultipaq cerecyte microcoil failed to detach. The case was going extremely well and several micrus coils had been used on the case. Towards the later part of the case, the 3x6 ultipaq was inserted into the aneurysm, but when the detach button was depressed a couple of times, the coil did not detach. Another coil was used in its place and the aneurysm was embolized with no further incidents. There were no serious injuries or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. Located off the proximal end at 16l0cm and 33.2cm were severe kinks on the hypotube. The detachment fiber did not receive heat and melt. Located off the ball tip, the first secondary winding was damaged. There was an area of distortion on the radius. The coil was detached on the first detachment cycle. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Therefore; the root cause of the coil¿s non-detachment cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. There was no indication of the manufacturing issue related to the complaint; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.